Event description:
Legal claim received.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.updated information:depuy still considers this investigation closed.

Event description:
Update rec'd 03/26/2014 - medical records received. Medical records indicate cup malpositioning. Part/lot information provided. The information received does not change the MDR decision. The complaint was updated on: 04/23/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.